Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, instead of exiting through the correct fiber optic channel, the fiber tip broke, thus exiting laser in 2 (two) directions; creating a risk to the patient, because the vapor vaporized the prostate and closed it defectively, going towards the bladder. The procedure was completed with another device, and the patient was stable and there was no bladder injury.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a distal circumferential fracture. Functional testing was conducted concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified of the fiber, and the forward firing rate was below the threshold for potential patient harm. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. A risk review was completed and confirmed that the event of distal circumferential fracture is defined in the risk documentation. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, instead of exiting through the correct fiber optic channel, the fiber tip broke, thus exiting laser in 2 (two) directions; creating a risk to the patient, because the vapor vaporized the prostate and closed it defectively, going towards the bladder. The procedure was completed with another device, and the patient was stable and there was no bladder injury.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, instead of exiting through the correct fiber optic channel, the fiber tip broke, thus exiting laser in 2 (two) directions; creating a risk to the patient, because the vapor vaporized the prostate and closed it defectively, going towards the bladder. The procedure was completed with another device, and the patient was stable and there was no bladder injury.